Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2018 and mesh was implanted. It was reported that the patient underwent removal surgery on an unk date. It was reported that the patient experienced severe pain and dense adhesions. It was reported that the patient had a mesh implanted on (B)(6) 2017 and underwent removal surgery on an unk date. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 09/27/2022 to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 10/03/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.